Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the application not launching. A technical support specialist (tss) dialed into station using carefusion admin to check medication application without taking the station down. Tss verified medication application was running fine and tested login with credentials, all tabs were functioning. Tss confirmed that no troubleshooting was performed, and station was not restarted and was not on a blue screen. Tss confirmed that med application was launched only for verification, no downtime occurred, and no issue found. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.